Event description:
During an in clinic follow-up, low i2i throughput, decreased sensing and decreased capture threshold were noted on the right atrial (ra) leadless pacemaker (lp). The ra lp was explanted and replaced to resolve this event. The patient was stable.